Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1-2. At a follow-up appointment on (B)(6) 2024, imaging showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On (B)(6) 2024 an additional mitraclip was performed, and one clip was implanted.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1-2. At a follow-up appointment on 25october2024, imaging showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On (B)(6) 2024 an additional mitraclip was performed, and one clip was implanted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided a cause for the reported slda cannot be determined. Mitral valve insufficiency/regurgitation appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Imaging review: one (1) fluoroscopic still image was provided in which two implanted clips can be visualized. Per the reported incident details, the first mitraclip procedure was performed on (B)(6) 2024 in which one clip was implanted. Reportedly, the first implanted clip experienced an slda and appeared detached from the posterior leaflet. A follow up mitraclip procedure was performed on (B)(6) 2024 and a second clip was implanted (reported device, lot 40416a1042) in which a post deployment cowl was observed. It was reported that "immediately after deployment, the clip opened to roughly 180°". The fluoro image provided was taken during the follow up procedure ((B)(6) 2024) post deployment of the second clip (reported device) which is the top / central clip in the image. The clip arm angle appears to be ~45° - 50°; this is an estimation based on visual assessment with the unaided eye and is not confirmed. While the clip arm angle of ~45° - 50° observed in the image provided is significantly less than the reported "clip opened to approximately 180°", it is apparent the reported clip is opened beyond the typical fully closed position per the instructions for use (~10° - 30°). No pre-deployment cine of the reported clip was provided. As such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment) and a potential arm angle change post-deployment cannot be determined based on cine evaluation. However, under the assumption that the clip was closed per the instructions for use prior to deployment, the post deployment state of the clip observed in the image provided presents with an abnormally large arm angle which is indicative of a cowl event. Therefore, the reported post deployment clip open while locked (cowl) is confirmed. There are no other observations based on the image provided.